Manufacturer narrative:
The field service engineer ran an instrument check. The customer calibrated and ran controls. No further issues were reported. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 18 ng/l and this value was reported outside of the laboratory. A doctor questioned the result, so the sample was repeated, resulting in a value of 5 ng/l. The repeat value was deemed correct. The troponin t reagent lot number and expiration date were requested, but not provided.